Manufacturer narrative:
(B)(4). Examination of the returned instrument cannot confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The two handles were cleaned in the sterilization program with a long pre-clean. The way the product is made, the water and chemicals are not able to come to the back where the balls rotate.

Manufacturer narrative:
(B)(4). . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cleaning method used were getinge dishwasher for instruments and autoclaved.